Manufacturer narrative:
H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: the instructions for use of gore® dryseal flex introducer sheath state, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for thoracic descending aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and gore® dryseal flex introducer sheath (dsf sheath). When inserting the dsf sheath into the patient, there was strong resistance felt, though the insertion itself was possible. The ctag ac device was deployed without any problem. After the deployment, the dsf sheath was withdrawn slowly from the patient to avoid vessel damage. No access vessel rupture was observed, so the physician judged there was no access vessel issue. However, it was confirmed that blood flow into the left common femoral artery was diminished and vascular dissection was suspected. An additional cut-down was made on the right common femoral artery and the dissected site was accessed from the contralaterally. A bare-metal stent was placed from the common iliac to external iliac artery. It was noted that the left internal iliac artery was occluded. The blood flow into the left extremity was restored. The patient tolerated the procedure. Reportedly, the vascular diameter of the dissected site was 7.0 to 9.3 mm. The reporting physician commented as follows: it was recognized that the patient¿s access vessel was narrow prior to the procedure, so the access vessel issue was within expectation.